Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that th right ventricle (rv) and superior vena cava (svc) coil and left ventricular (lv) had high and fluctuating impedances. The leads remain in use. No patient complications have been reported as a result of this event. It was reported that th right ventricle (rv) and superior vena cava (svc) coil and left ventricular (lv) lead had high and fluctuating impedances. The therapies on the rv lead have been programmed off. The leads remain in use. No patient complications have been reported as a result of this event.